Manufacturer narrative:
Insulin pump was monitored. All operating currents tested within spec range. No blank display anomaly noted. Missing end cap sticker noted.

Event description:
Customer reported via phone call that the device alarmed a failed battery alarm and battery out limit alarm. Device had a blank display. Customer's blood glucose was 469 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.